Manufacturer narrative:
B5) based on the device evaluation, this event has been determined as no longer reportable. D9/h3) the turbo-elite was returned for evaluation. H3) visual inspection found the working length in good condition, with no fibers exposed. Medical device problem code is corrected from a0413: material separation to a24: no malfunction. H6) based on the device evaluation, no problem was detected; therefore, the reported complaint could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
This product problem is no longer reportable because no breach (exposed fibers) in the outer jacket was observed during the product evaluation; therefore, there was no unintended radiation exposure.

Manufacturer narrative:
A3) patient gender - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6) relevant test/laboratory data - not available from facility. D4) device serial number - not available from facility. H3/h6) the turbo-elite device was not returned, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a moderately calcified lesion in the mid superficial femoral artery (sfa). During use of a spectranetics turbo-elite laser atherectomy catheter, exposed fibers were observed. The turbo-elite was removed and angioplasty was performed to complete the procedure. No patient injury reported. This event is being reported for unintended radiation exposure, potential for harm.